Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that there was malfunction with the start-up of the device. Upon further inspection, the fse found that there was issue with pdu fan tray and dcps. The fse replaced the pdu fan tray and dcps. After replacement of pdu fan tray and dcps, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the azurion system would not power up. There was no report of harm. Philips has started an investigation of this complaint.